Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under sterility, "do not use implants after expiration date." Remains implanted.

Event description:
Patient was implanted with expired product during an initial hip arthroplasty.